Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was not going into auto mode, as a result customer experienced high blood glucose levels. Customer's blood glucose was 418 mg/dl at the time of the incident. Troubleshooting was performed and blood glucose remained high. The insulin pump will not be returned for analysis, but the sensor will be returned. (B)(4).